Event description:
A consumer reported their adaptive clean brushhead snapped inside mouth during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
The event date is approximate. The device serial number or manufacturing number were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Manufacturer narrative:
D1-d4: the product was returned to philips oral healthcare at bothell and failure analysis was performed and determined not to be an authentic philips product. Therefore, no information is currently available describing the actual product brand name, product code, common device name, model number, serial number, or manufacturer contact information. The reporting manufacturer is philips oral healthcare. The actual manufacturer is unknown. D8: it is not known how the counterfeit product was manufactured. G1: the reporting manufacturer is philips oral healthcare. Philips oral healthcare did not manufacture the product that was returned for analysis. H4: the actual date of manufacture is not known at this time as the product has been identified as counterfeit. Analysis results: on 5/12/2022, the returned product was performed at philips oral healthcare lab and failure analysis identified that brush head was not an authentic philips product as the cause of the consumer's complaint. Therefore, this case was re-reviewed and deemed to be not reportable.

Event description:
A consumer reported their adaptive clean brush head snapped inside mouth during use. No injuries were reported. 05/12/2022. The product was returned to philips oral healthcare at bothell and failure analysis was performed and identified that brush head was not authentic philips product as the cause of the consumer's complaint.